Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was halfway closed and halfway open. A field service engineer (fse) asked a customer to log in an attempt to recover from the failure, but the smart remote manager made no sound. The fse opened the side door to the smart remote manager and observed that the board was not lit. Additionally, the latch and wiring appeared to be very old. The fse replaced the board, latch, and wiring. After reassembling the unit, a manual test was performed. The system was powered on, and following firmware updates, the device proceeded to the application. The fse logged in and copied information from the old smart remote manager to the newly created smart remote manager. Then, the fse logged into the hardware test application (hta), navigated to the smart remote manager test for food and drug administration, ran the test, and passed. The results were saved on the d drive. The medstation was then rebooted. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.